Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis.the ams 800 control pump was visually and microscopically inspected and functionally tested. No leak was found. The pump performed within specifications. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any damage or irregularities contributing to the reported migration, which could not be confirmed because the clinical circumstances could not be replicated. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to the pump was high riding in his scrotum. The pump was removed and replaced with a new aus pump that was placed more dependent in the patient's scrotum. The patient had a good outcome. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The aus pump was replaced due to it migrated from original position and the patient was having a hard time accessing his pump.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to the pump was high riding in his scrotum. The pump was removed and replaced with a new aus pump that was placed more dependent in the patient's scrotum. The patient had a good outcome. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The aus pump was replaced due to it migrated from original position and the patient was having a hard time accessing his pump.